Event description:
Physician reported that his handheld would not turn on. The handheld was unlocked and troubleshooting steps were performed but it did not resolve the issue. The handheld would briefly turn on after a hard reset but then shut off. It was found that the charger was bad. New handheld was shipped to the site. Good faith attempts to obtain old handheld back to manufacturer for product analysis was unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.